Event description:
This rv lead was implanted on (B)(6) 1985 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to patient's services on (B)(6) 2013 states that leads were implanted for 25 years and patient is complaining of getting electrical shocks in his left shoulder that was so irritating. Patient felt he's between a rock and a hard spot. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).